Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013, due to an MRI. There are no plans to reimplant the patient with a new device as of the date of this report. This report is filed february 18, 2015.

Event description:
Per the clinic, the device was explanted (date not reported), for unknown reasons. It is unknown if the patient was reimplanted with a new device.additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4): device not yet received by manufcaturer.